Event description:
It was reported that during a routine supply change the ilet cartridge began to leak inside the pump, and the user replaced the cartridge and completed the change; the problem involved the reservoir component and was characterized as a device leak. Customer care provided support that included coordination of replacement logistics. Investigation of this case revealed leakage at or related to a seal, consistent with a leak/splash device problem associated with the reservoir component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.